Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-aug-2025, it was reported that a beta bionics ilet user experienced hypoglycemic episode which was treated with fast-acting carbs, and another person assisted the user during treatment; there was no report of loss of consciousness or seizure. No outside medical intervention was required.